Event description:
It was reported a patient death occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was successfully implanted. The patient was discharged the same day following the procedure. Later that day, the patient returned to the hospital where they coded in the emergency department and died. There is no further information at this time.